Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Soft fault- other- specify in comments. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no patient or user harm: no case description: (B)(4) had error 255-32784-275 on pcu8015 sn (B)(4) after he upgrade software to 9.33 and connect the pcu to system maintenance software. He did not have the pcu with him. (B)(4) provided the rental pcu to his customer and his customer called him for support. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I advised (B)(4) to informed his customer to plug in power before turning on pcu8015 to connect to system maintenance software. (B)(4) will do so. If he still have a problem, he will call back. (B)(4).